Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), dilated annulus and restricted posterior leaflet for a mitraclip procedure. During the procedure, when optimizing the posterior leaflet, gripper would not lower. Troubleshooting was performed and was successful. While deploying the clip, it failed the lock check. Device was removed from the patient and was replaced with the new device. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported issue reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock) and gripper actuation issue were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock) and gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.